Manufacturer narrative:
Additional information: b5-the reporter indicated that a 13.2mm vicm6 13.2 of -1.50 diopter implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive surprise, permanent loss of bcva and blurred vision was reported. The patient was prescribed distant glasses. Per reporter additional intervention is not considered, and there is no need to exchange. The lens remains implanted. D6a: implant date corrected to (B)(6) 2021. H6-health impact code: 4642-doctor prescribed distant glasses. Investigation code: 4110- lens work order search was performed. One similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. Serial # - unk. Device manufacture date - unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm6 13.2, -1.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive surprise and permanent loss of bcva was observed. Prescribed distance glasses. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.